Manufacturer narrative:
(B)(4). Investigation: the device history record was reviewed and no problems were noted. By interview w/the customer, this incident was attributed to operator error, not a deficiency in the equipment. Corrective/preventive action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed. Incident: the customer called to report that they had entered a male donor's information into a trima in order to see what procedures he would be eligible for, and instead of deleting this information, they ran a female donor with completely different donor information on the machine. They stopped the procedure 18 minutes into the run after they had lowered the inlet flow rate, which dropped the ac infusion rate to 1.1 ml/min/ltbv. The donor did not have an adverse reaction and there was no medical intervention required for this incident.